Event description:
The pt called lifescan o n 10/25/04 and alleged that her meter would not power on. The pt stated that the last time she tested was on two days earlier at 5:30 a.m. She replaced the battery, and it still would not power on. The pt phoned her physician for advice and the physician told the pt to contact lfs. The pt did not receive any treatment, nor did she report any symptoms. The pt was using the correct test strips, the battery was correctly installed, and the battery contacts were in good condition. Based on the info provided, there is evidence of a meter malfunction. However, there is no indication that the pt suffered a serious injury. A replacement meter is being sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.